Event description:
Pt reports they have 2 recall affected cassettes in addition to cassette that they are currently using (also affected) lot 4329617. Pt also has 13 unaffected cassettes. Pt will quarantine 2 affected cassettes and knows not to use affected cassettes. Pt is changing to unaffected cassette as soon as finished with this contact. Pt reports they did notice jaw pain yesterday and hasn't experienced in a longtime; unsure if this could be due to recalled cassette lot 4329617. Pt is not experiencing jaw pain today today. Pt denies any other symptoms at this time. Unknown if md aware. No info, details or dates available. IV remodulin pt. No additional info, details, or dates available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate & volume delivered are unknown. Position of the pump when event occurred is unknown. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? Unsure, if yes, was any medical intervention provided? Yes, pt. Changing cassette, is the actual cassette available for investigation? Yes, did we replace the cassette? No, pt. Has sufficient unaffected cassettes, did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes, if no what was the patient instructed to do in able to continue their infusion? N/a, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved, resolved? Yes, ongoing? N/a. Reported to cvs/caremark by: patient/caregiver.